Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that while the centrimag console was running, the motor stopped. The revolutions were lowered and they tried to restart it, and after several attempts they succeeded. This happened twice. The flow meter stopped measuring, and they were unable to get it to work. They replaced the console and the motor. The patient suffered no harm.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of motor stops and flow meter issues were confirmed via the submitted log files. A log file was downloaded from the returned centrimag console and data from the reported event date of 06jan2026 was reviewed. The system was observed to be operating the motor at varying set speeds of approximately 900 - 4200 rpm and a flow of approximately 4.00 liters per minute (lpm). The log file captured an atypical m2: motor disconnected alarm associated with speeds of 32 rpm at 21:36. The alarm resolves when the motor speed is adjusted incrementally consistent with the reported event. At 21:37 a s3 alarm activates and is associated with a can bus send error resulting in the flow values to be blank for the remainder of the reported event date. The system is shutdown at 22:30 consistent with the reported event. No other notable events were observed. Visual inspection of the returned centrimag motor (serial number: (B)(6)) revealed no physical anomalies. The returned centrimag motor was tested alongside known working test centrimag equipment and connected to a mock circulatory loop as well as the returned console. The motor speed was set to 3500 revolutions per minute (rpm) and the motor ramped up to set speed without any issues. The centrimag motor successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced, including when the motor cable was manipulated by hand. No further troubleshooting was performed. Per the provided information the patient suffered no harm. A root cause for the reported events could not be conclusively determined through this investigation. The 2nd generation centrimag system operating manual (rev. L) section 9 entitled ¿emergency/troubleshooting¿ describes the recommended practice of whenever there is a console or motor malfunction to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual section 11.1 entitled "appendix I ¿ console alarms and alerts" contains a list of console alarms and alerts, including m2 and s3 alarms, as well as appropriate operator response to these events. Review of the device history record for centrimag motor, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.